Manufacturer narrative:
No product returned for evaluation nor were radiographs or images provided to confirm the reported event. Patients bone quality in unknown at this time. Labeling review: "...contraindications contraindications include but are not limited to: infection, local to the operative site, signs of local inflammation, patients with known sensitivity to the materials, patients who are unwilling to restrict activities or follow medical advice, patients with inadequate bone stock or quality..." "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation..." "All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur...." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On (B)(6) 2019 patient underwent a spinal procedure at l3-l5 levels without a reported issue. On (B)(6) 2019 a radiograph taken revealed that the cage at l4/5 had backed out. On (B)(6) 2019 a revision procedure took place to replace the cage with another manufacturers cage as well as two pedicle screws at l5 found loose. No additional issues or patient injury reported.